Event description:
The manufacturer was made aware of a user's allegation of a severe allergic reaction to a pro-tech pro flow nasal cannula while performing a home test with an alice nightone device. The user stated she needed to administer an epi-pen and take three benadryl tablets to alleviate symptoms of itching, burning sensation, lips swelling, and tightness in her chest. The user did not go to an emergency room as the symptoms dissipated after administration of medication, and is stable at home. The lot number of the cannula and serial number of the alice nightone device are unknown at this time. The manufacturer's investigation is on-going. Upon completion of the investigation, the manufacturer will file a follow up report.

Manufacturer narrative:
The manufacturer received information from the durable medical equipment (dme) supplier that the nasal cannula is not available for investigation. The dme also reported the user is under the care of an allergist for hypersensitivity to numerous materials. The pro-tech pro-flow nasal cannula meets all relevant biocompatibility standards. The manufacturer concludes this is an isolated incident and that no further action is necessary.